Manufacturer narrative:
(B)(4). Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08730 inches. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case.

Event description:
The customer's wife reported via phone call on (B)(6) 2018 that they were hospitalized on (B)(6) 2018 due to a under delivery of insulin and high blood glucose of over 700 mg/dl. Blood glucose at the time of the call was unknown. Customer experienced symptoms related to high blood glucose such as vomiting . The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was performed but issue remains unresolved. The insulin pump will be returned for analysis.